Manufacturer narrative:
Date initital report sent: 9/19/2007.

Event description:
Procedure: thoracotomy with lung resection. According to the reporter: the stapler misfired twice during case. Two times, the stapler was fired and the clamp bar mechanism broke. However, the surgeon was able to retrieve both of the clamp bars. The surgeon did indicate that there was "excessive" bleeding due to tissue damage, when the cartridge cut but did not staple. To finish the procedure, the surgeon used a different stapler and in total, the case was delayed an additional hour. As of 2007, the patient was still in the hospital with an air leak where he has been since one month earlier.